Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker experienced syncope. It was noted this patient has complete heart block. Technical services (ts) reviewed latitude data and found no faults or alerts. Ts recommended assessing the patient in office to assess threshold. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed code 1003 was recorded due to high impedance within the battery. This pacemaker will remain implanted, and the patient will be monitored at this time. No adverse patient effects were reported.